Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient's receiver displayed oor for an unspecified amount of time on (B)(6) 2016. No additional event or patient information is available.